Event description:
It was reported the device was used during a breast augmentation. It was reproted the prr35 was fired on tissue and it was noted the staples were malformed. A second prr35 was opened and upon firing it was noted the staples were malformed. A third device was opened, fired, and the staples were also noted to be malformed. A fourth device was opened to complete the case. There was no consequence to the pt.